Manufacturer narrative:
The following fields were updated due to additional information: imdrf annex a grid - a0406 - material deformation (2976). Investigation summary: bd received three photos for investigation, which show two samples that are cracked along the side. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: damaged. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported that while using the bd vacutainer® sst¿, two (2) tubes were found to be cracked. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. (B)(6). G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® sst¿, two (2) tubes were found to be cracked. No adverse impact was reported regarding the patient or user.